Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the green stripe tubing connected to the bottom of the sheath flow coil had come off of the coil. The fse replaced that section of the green stripe tubing with a new piece that fixed the leak. Failure mode was attributed to a disconnected green stripe tubing from the bottom of the sheath flow coil. (B)(4).

Event description:
The customer contacted beckman coulter (bec) stating that there was a leak at the right front of the coulter lh 780 hematology analyzer during a start up. The volume of the leak was about 5 ml and was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, eye glasses and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. Patient results were not impacted as a result of this event, and there was no death, injury or effect to patient treatment.